Event description:
It was reported the customer was hospitalized for high blood glucose. It was stated that the infusion sets were changed and the insulin pump kept alarming. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.